Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this device is pacing at 30 beats per minute (bpm) in vvi. There were also many stored episodes where there was a ventricular sense following a pace either in refractory or being sensed as a premature ventricular contraction (pvc). The device has sensed thousands of pvcs since implant. In addition, retrograde conduction was also observed. The associated right ventricular (rv) lead is capturing appropriately. Although no adverse patient effects were reported, this patient is pacemaker dependent. Boston scientific technical services (ts) was contacted for further assistance.

Manufacturer narrative:
A ts consultant discussed that this could be due to either t-wave oversensing or pvcs. At this time, this device remains implanted and in service. An attempts to obtain information from the field has been unsuccessful. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, in which it indicated that the allegation against this device was not confirmed. Further, the device passed all electrical tests and normal device operation was noted. Thus, the device met its specification.